Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing during atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, it was planned to reprogram the device from the secondary to the primary sensing vector. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing during atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, it was planned to reprogram the device from the secondary to the primary sensing vector. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing during atrial fibrillation (af) with rapid ventricular response (rvr). Subsequently, it was planned to reprogram the device from the secondary to the primary sensing vector. The s-ICD system remains in service. No adverse patient effects were reported.